Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered for oversensing noise on the right ventricular (rv) lead. It was noted there was fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.